Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states chair stops intermittently. (P/n 1134125) no serial number provided. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.